Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The fse determined that the tarpon amp board and signal conditioner boards at the fl3 and fl5 positions were defective. The fse ordered replacements for the defective boards. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number (B)(4) for fc 500; recall number (B)(4) for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The field service engineer (fse) reported amp board errors at the fl2, fl3 and fl5 positions on the customer's fc 500 flow cytometer during service for a flow rate issue. There was no report of death, injury, or change to patient treatment as a result of this event.